Event description:
Customer reportedly received the following results on the active s system within 10 minutes: 212 mg/dl, lo (less then 10 mg/dl), and 137 mg/dl. Low blood glucose symptoms were reported with these results; the customer was able to self treat. No adverse event related to the device was reported. Requested return of suspect device, however, customer no longer had the test strips; replacement was sent.